Event description:
The clinician reported that almost 2 years after the dental implant and abutment were placed in ada site 7 in the mouth, the implant lost osseointegration in type iii bone. Clinician noted the patient's pain and bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. Rp.017768.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent. Jjgc considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 2 years after the dental implant and abutment were placed in ada site 7 in the mouth, the implant lost osseointegration in type iii bone. Clinician noted the patient's pain and bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.